Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Multiple boluses of nitroglycerin were given throughout the procedure to prevent/control vasospasm. The patient remained stable throughout the procedure and was discharged in satisfactory condition. A follow-up procedure 5-7 days was scheduled with a plan to place another covered stent if the pseudoaneurysm thrombosis had resolved. After the index procedure (B)(6) 2016, the patient returned for subsequent covered stent placement on (B)(6) 2016. Angiography showed that the pseudoaneurysm had increased in size to 2cm x 4.5cm in the same vessel area. Another 2.8x19 rx graftmaster covered stent was advanced via the same access site and was deployed in the proximal pseudoaneurysm area, successfully excluding the pseudoaneurysm. Multiple boluses of nitroglycerin were given throughout the procedure to prevent/control vasospasm. On (B)(6) 2016, the patient called nurse and complained of neuropathy in the leg. Patient was scheduled to follow-up with physician on (B)(6) 2016. No additional information was provided. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of vasoconstriction and pseudo-aneurysm as listed in the graftmaster rx coronary stent graft system, instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. It was reported that the procedure was to treat a pseudoaneurysm in the muscular branch of the mid to distal right peroneal artery. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other rx graftmaster device(s) referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that on (B)(6) 2016, a patient with peripheral artery disease presented with a 2 to 2.5cm thrombosed pseudoaneurysm in the muscular branch of the 60 to 70% stenosed mid to distal right peroneal artery and was admitted to the hospital. On (B)(6) 2016, a 2.8x19 rx graftmaster covered stent was advanced via left common femoral artery access and was implanted, along with thrombin injection (700 units total), with partial exclusion and remaining thrombosis of the pseudoaneurysm. An attempt was made to treat the proximal pseudoaneurysm area with a 2nd graftmaster (unspecified); this device was advanced but became caught on a previously implanted 3.0mm x 2cm unspecified stent and was withdrawn. Another 3.0mm x 2cm unspecified stent was deployed. Angiography showed excellent patency of the tibial trunk and peroneal artery with partial thrombosis of the pseudoaneurysm remaining. As another graftmaster was unavailable, the procedure was discontinued.